Event description:
Medical assistant was getting ready to give a vaccine to patient. When she removed the hub from the needle she noticed fibers on the needle. Lot# 821923, lawson# (B)(4), exp. Date 7/31/2023. We removed the additional 6 needles left in the med room and disposed of them into the sharps container.